Manufacturer narrative:
(B)(4). Hye eun yoon, yoon kyung chang, seok joon shin, bum soon choi, byung soo kim, cheol whee park, ho cheol song, sun ae yoon, dong chan jin, and yong-soo kim. "Benefits of a continuous ambulatory peritoneal dialysis (capd) technique with one icodextrin-containing and two biocompatible glucose-containing dialysates for preservation of residual renal function and biocompatibility in incident capd patients". J korean med sci 2014; 29: 1217-1225. The study was conducted between jun 2007 and feb 2009. On an unreported date, the patient experienced peritonitis. (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a patient experienced peritonitis, coincident with continuous ambulatory peritoneal dialysis (capd) therapy. The cause of the peritonitis was not reported. Treatment for the peritonitis event was not reported. It was not reported if extraneal and physioneal therapies were ongoing. It was not reported if the patient was recovering or was recovered from the peritonitis. No additional information is available.